Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil trend showed impedance greater than 200 ohms for the past 80 weeks. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007.(B)(4).